Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. The old aus was removed on a previous surgery. A new aus was further implanted on (B)(6) 2020. No patient complications were reported in relation to this event.